Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient sensed the shock therapy and presented to the ER. The episode was confirmed, far-p wave oversensing was recognized as vf and the shock therapy was activated. The patient didn't experience any adverse consequences due to this event.